Event description:
A nurse reported that during a peritoneal dialysis (pd) patient's pd treatment there was a fluid leak encountered. A drain complication was encountered during drain 4. Please check pl and dl message was seen. It was discovered that fluid leaked from the patient line due to it coming "undone." There was no fluid in the cycler or on the external cassette. The leak was due to a disconnection of the patient line from the system. In a follow up, the nurse verified the event and said there was no harm or intervention due to the disconnection. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction h.5.

Event description:
A nurse reported that during a peritoneal dialysis (pd) patient's pd treatment there was a fluid leak encountered. A drain complication was encountered during drain 4. Please check pl and dl message was seen. It was discovered that fluid leaked from the patient line due to it coming "undone." There was no fluid in the cycler or on the external cassette. The leak was due to a disconnection of the patient line from the system. In a follow up, the nurse verified the event and said there was no harm or intervention due to the disconnection. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that during a peritoneal dialysis (pd) patient's pd treatment there was a fluid leak encountered. A drain complication was encountered during drain 4. Please check pl and dl message was seen. It was discovered that fluid leaked from the patient line due to it coming "undone." There was no fluid in the cycler or on the external cassette. The leak was due to a disconnection of the patient line from the system. In a follow up, the nurse verified the event and said there was no harm or intervention due to the disconnection. The cycler set is not available to return.